Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 15 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented symptomatic. A computed tomography identified an endoleak. The physician chose to reline the device with an additional bifurcated device which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the investigation findings, the reported event was confirmed based on the clinical assessment image review. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon investigation findings, the root cause for the reported endoleak could not definitely be determined although the severe calcification, observed in the clinical review at the bifurcation, is considered a likely factor. Per the device IFU, irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites.